Event description:
It was reported the pt was in an automobile accident. After this incident, the pt had pain at the ipg pocket site. F/u identified the physician explanted the ipg, and left the rest of the scs system implanted.

Manufacturer narrative:
This ipg serial number was included in field advisories. Eval: results: the complaint cannot be confirmed through product testing alone. Visual inspection of the returned ipg did not reveal any abnormal physical characteristics that would contribute to the complaint. As received, the ipg would not communicate due to a depleted battery. Since there were no alleged functional failures identified, the depleted battery was likely due to the elapse time between the last full recharge (unk) and the time of analysis. The battery was recovered and the ipg was tested to mfg specifications using the autotester. The ipg passed all tests on the autotester. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.